Event description:
During one of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump occlusion ring was broken. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.